Event description:
A report was received that the patient experienced a local infection at the implantation site; the patient had a small lump under her skin, caused by the lead loop pressing up against the skin. The physician prescribed antibiotics. The patient is reportedly doing well after the treatment.

Manufacturer narrative:
Patient age and date of birth not available. Patient weight not available. Device remains in patient. A review of the manufacturing documentation of the explanted devices found that no anomalies or deviations potentially related to the event occurred during manufacturing. A review of the sterilization records of the explanted devices found them to be satisfactory. This is a final report.